Event description:
It was reported that during a flexible ureteroscopy procedure for kidney stones, the fiber lost parts of their tip in the procedure. The procedure was completed with the original fiber and there were no patient complications, but at the end of the intervention the lost parts of the first fiber had to be removed manually with the stone retrieval basket.

Manufacturer narrative:
Correction made to g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Manufacturer narrative:
MFR email: (B)(4).

Event description:
It was reported that during a flexible ureteroscopy procedure for kidney stones, the fiber lost parts of their tip in the procedure. The procedure was completed with the same fiber and there were no patient complications, but at the end of the intervention the lost parts of the fiber had to be removed manually with the stone retrieval basket.